Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended. There was no reported impact to the customer¿s blood glucose level. Customer received guidance from technical support on preventing altitude alarms, acknowledged instructions, and was able to resume insulin.